Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining erroneously low glucose (glum) patient results and triggered a critical rerun on multiple patient samples that were generated on the unicel dxc 600i synchron access clinical system. This event occurred over several days ((B)(6) 2012). This reportable event captures the false glum results that were generated on (B)(6) 2012. The false low results were not reported out of the laboratory. The samples were repeated and yielded higher results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Controls were run before and after the incident and the results were within established ranges. A bec field service engineer (fse) was dispatched to inspect the instrument. The fse discovered an air bubble on the surface of the electrode. The fse replaced the electrode. The fse also calibrated the sensor and the cup, ran precision, and the results met specifications. This resolved the issue; as of (B)(4) 2012, the customer has not called back to report this issue. This report is related to the following mdrs that are being reported on different dates for the similar events that occurred at this customer site: 2050012-2012-01747, 2050012-2012-01748, 2050012-2012-01749, 2050012-2012-01750, 2050012-2012-01751, 2050012-2012-01752.